Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A hospital employee reported that during an intraocular lens (iol) implant surgery, an iol was scratched during injection. The surgeon implanted the lens and completed the case. Additional information has been requested but none is expected.